Manufacturer narrative:
The returned device was evaluated. During testing of the device, the speaker fault alarm was observed shortly after boot up. With this alarm condition the unit is unable to engage in monitoring. Upon replacement of the speaker the unit alarmed audibly and visually as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Event description:
The customer reported that there were no audible alarms. No information regarding impact or consequence to patient was reported.